Manufacturer narrative:
The ge rep conducted an onsite investigation. The loose connector to the sensor was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system was not detecting collisions. No pt injury was reported.